Event description:
It was reported that there was "a lead warning." The status of the lead is unknown. Follow-up unable to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.